Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical use of the system was unknown when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geometry pc failed to boot up again at power up, due to the power which remained on. Review of the log files didn't confirm the reported malfunction. The rse checked the system schematics and found that the tap 2 relay was fused closed due to which the power to the circuit remained on. So, the rse suggested the customer to replace the mpdu (main power distribution unit) control unit. The rse performed the follow-up for the replacement of mpdu control unit in another case ID. The rse also provided the mpdu assembly part number to the customer for replacement. No further work was performed by philips as the customer didn't request any service. The customer ordered the part by themselves and took help from the onsite third party engineer to replace the part. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the geometry pc fails to boot up again at power up. Philips has started an investigation of the complaint.